Event description:
It was reported the pt experienced bowel and bladder dysfunction, as well as hemiparesis of both legs and cannot walk. The pt was admitted to the hospital for treatment. The device was explanted and not replaced per pt request. No outcome was reported. Add'l info has been requested from hcp, but was not available on the date of the report.